Event description:
Information received indicates that the head section moves up when using the CPR function to lower it.

Manufacturer narrative:
The facility replaced a cut left side rail cable and the side rail controls to repair the bed.